Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the event event was unknown. The patient was treated with unspecified anti- inflammatory drugs for the event. Pd therapy was discontinued. Hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in dec2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.